Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around 12:30-1pm on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported that they were experiencing a symptom of sweating prior to discovering the alleged issue. The patient reported immediately self-treating this symptom with a glucose tablet. The patient reported feeling better 10-15 minutes later. The patient denied testing on any other device. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient was symptomatic prior to the start of the alleged issue. They did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.